Manufacturer narrative:
Du, r., wang, p., gao, z., et al. (2025). Comparative study of low-power versus high-power holmium laser enucleation of the prostate for large volume benign prostatic hyperplasia. Laser in medical science, 40, 68. Https://doi.org/10.1007/s10103-025-04329-7 detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in laser in medical science that a study was conducted to compare the efficacy of low-power (lp) and high-power (hp) holep in a prospective, multicenter, single-blind randomized controlled trial involving 102 patients with prostates larger than 80 ml. The participants were randomly assigned to either the lp (49 participants) or hp (53 participants) groups and were followed for a period of six months between january 2021 and september 2023. The average age for patients in hp group was 70.8 years old and for lp group was 71.3 years old. The surgical procedures employed a holmium laser generator (versapulse powersuite) with a 550-micrometer end-firing fiber (slimline 550). The power settings were 100 w (2.5 j, 40 hz) for the hp group and 37.5 w (1.5 j, 25 hz) for the lp group. The pulse width settings were consistent across both groups to ensure comparability between the lp and hp groups. Following morcellation, a 20 f three-way urethral catheter was inserted for continuous saline irrigation. Intraoperative complications were as follow: one patient from the hp group experienced minor capsular perforation. The incidence of postoperative complications was comparable between the two groups. Inmediate postoperative complications at two weeks were: transient stress urinary incontinence (sui) (3 cases for hp group and 2 cases for lp group), significant hematuria (3 cases for hp group and 3 cases for lp group), and urinary tract infection (7 cases for hp group and 4 cases for lp group). Late postoperative complications at six months were: one case of urethral stricture for the hp group. It is noteworthy that the visual analog scale (vas) was used to measure post operative pain, and that the lp group exhibited significantly lower scores at both 24 h and 48 h postoperatively. The results demonstrate that lp-holep is as efficacious as hp-holep in improving urinary symptoms, with the additional benefit of reduced postoperative discomfort. These findings support the use of lp holep as a viable option for the treatment of large prostates, although further research is required to confirm long-term outcomes.